Event description:
It was reported that this patient experienced syncope. It was noted that the pacemaker feature rhythmic is not optimal for this patient which led to not receiving optimal av support. The patient was hospitalized for syncope and reprogramming efforts were performed. At this time the pacemaker remains in service and no additional adverse patient effects were reported.